Event description:
Pt. Had medtronic defibrillator system implanted in 1995, received inappropriate shocks, both leads were found to be non functioning. Svc lead # 6933 with lead fracture. Vent lead # 6936 with insulation break. Medtronic defibrillator system implanted. The defibrillator generator & leads were given to medtronic rep. Pt admitted after new defib & pacemaker installation for overnight observation.